Event description:
Rn reported a possible deflation issue regarding this tr band. Patient had an angioplasty procedure earlier in the day and tr band was placed over insertion site to administer pressure and decrease chance of bleeding. When the patient arrived to nursing unit, rn noted the tr band was not holding air properly although the patient was not bleeding. Tr band was removed and replaced with another tr band (from the same lot) with no further issues. No injury to patient. Both the pressure confirmation balloon (pilot) and the compression balloon were deflated. The rn and the md attempted to re-inflate the balloon with the air injector. Approximately five minutes later it was deflated again. ====================== health professional's impression======================device did not hold air appropriately.